Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Self-test did not passed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, device had unexpected pump error 68, pump error 49, pump error 23, pump error 25 after monitoring for several minutes, pump error 75 alarm during self test and high sleep current measurement due to moisture damage electronic assembly. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.